Event description:
Follow-up response from the user facility received. They report that no further info, including pt info, is available. "During early morning IV rounds, nurse noted that the rate was at 1cc/hr instead of 100cc/hr. Nurse does not recall any specific pt info."